Event description:
It was reported that a dril fell apart during a procedure. All parts are believed to have been retrieved. X-rays showed no fragments in the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no complaint related issues were found. The product evaluation visual inspection revealed that the small battery drive was received with the coupling head detached from the housing. This complaint was deemed invalid from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for this complaint (B)(4).